Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his blood glucose level was over 600 mg/dl. The insulin pump alarmed no delivery. He resorted to manual injections. The customer was vomiting and had a cotton mouth. He was also going to the bathroom every 30 minutes because his blood glucose level was so high. Insulin did not exit while troubleshooting. The alarm was caused by an infusion set/reservoir occlusion. The customer was advised that the device would be replaced and agreed to return the product for analysis.